Manufacturer narrative:
A review of the complaint history for s/n: (B)(6) was performed in salesforce, which did not locate a similar complaint with the same failure mode for this serial number. A review of the device history record (DHR) for serial number: (B)(6), covering the manufacturing period beginning on 30dec2019, was conducted. The review confirmed that no manufacturing nonconformance's or production-related failures were identified that correlate with the custom ER-re ported issue. The reported condition of "aux 6 full height drawer not detected" was confirmed by fse and subsequently confirmed in the dchu inspection process. According to work order: (B)(4), the field service engineer (fse) reported that drawer 6 had failed and that all cubies were off the bus. The fse opened the back of the system and observed that the module board had no indicator lights illuminated. The fse replaced module board. The customer performed testing using diagnostics and the application, and no issues were observed. During dchu visual inspection: p/n: 151903-01: the unit revealed signs of thermal damage, specifically on component ic u300. No fluid ingress, loose components or other anomalies were observed. During dchu testing: p/n: 151903-01: no further testing was performed due to the thermal damage observed on ic u300. The device was in use for treatment purposes as intended per 21 cfr. 820.198(d).

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the full height drawer 6 failed to detect on bus. The customer attempted to reboot the station, but the issue persisted. As per part investigation, it was determined that there was thermal damage observed on the component ic u300. There were no adverse events or injuries reported based on this event.